Event description:
It was reported that during an upper left vats lobectomy on the third firing of the pve35a no staples were visible on the pulmonary firing. The subsequent bleeding required conversion to pneumonectomy. Procedure was completed successfully with a delay greater than 20 minutes.

Manufacturer narrative:
(B)(4). Date sent 1/23/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the name of the anatomic vessel that the device was fired upon? Can more details be provided about the staple line malformed? Were any clips used in the surgical area? Were any unusual noises during the firing? On which firing did the event occur? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. D4 batch #: 540c99. Additional information was requested and the following was obtained: what is the name of the anatomic vessel that the device was fired upon? Superior pulmonary vein can more details be provided about the staple line malformed? No were any clips used in the surgical area? No were any unusual noises during the firing? No on which firing did the event occur? 3rd what is the current patient status? Pt was discharged investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage and one reload loaded on the device. The reload was received fully fired. Upon visual inspection, it was noted that the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch number 540c99, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2025. Corrected data: h11. Investigation summary: after further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. However, this condition is not related to the reported event. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system.